Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that a patient had open heart mitral valve replacement and was unable to come off bypass. The patient was placed on extracorporeal membrane oxygenation. The patient¿s right heart pressures were elevating and upon further evaluation the impella rp flex was decided to be placed for worsening right ventricle failure. The patient was successfully placed on impella rp flex support and about five minutes later a yellow alarm displayed ¿controller error - switch to back-up controller.¿ the patient was still getting 3.2 liters of flow on p-9 with a pulsatile motor current, but the placement signal was blank. The controller was switched to a backup and there were no issues with the new console. It was further reported that the patient was unable to recover and expired on support.

Manufacturer narrative:
Console logs from the reported day of event are consistent with complaint and show an controller error alarm controller error and controller error triggered during the clinical procedure. No alarms related to ¿pump not being detected¿ were observed in the console logs. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are represented with negative values due to the crc error. Root cause: the root cause for the reported controller error alarm was due to the optical bench fw communication protocol anomaly. No issues were identified in the aic regarding the reported failure mode of ¿pump not detected.¿ e1 added initial reporter state as it was omitted from the initial report that was submitted.